Event description:
The customer was priming the pump and the lights went off. The customer primed a full reservoir into their body. The customer spoke to the dr and they gave pt instructions. The bgs were high at the time of the incident, and then about five minutes the bgs started to go down. Troubleshooting was performed. Advised the customer to go to the emergency room. The customer called back and stated that they were hospitalized for potential low bgs. The customer had previously attempted to treat bgs, and inadvertently delivered an entire reservoir of insulin into their body. The customer stated that they know the priming technique. But the pump was not available to perform further troubleshooting. Customer was on insulin drip.